Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown alumina c-taper head. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The following was reported: - "ceramic-on-ceramic failure secondary to head¿neck taper mismatch" : (B)(6) reported on a patient evaluated for right groin pain and crepitus with no history of trauma. Radiographs showed signs of implant failure. Revision surgery was performed. Intraoperative findings included diffuse metallosis, a pseudocapsule containing black metalloid fluid, excessive wear of the trunnion, and no appreciable wear of ceramic head and liner. Review of the primary operative reports revealed off label use of a c-taper alumina head.